Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient has alleged inconsistent pressure. The device was returned to third party service center and evaluated. Evaluation result stated that pca has burned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.